Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: unknown, product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller states the ptm is not working and was giving them trouble starting back in october but they couldn't find our number so they haven't done anything with it. Caller states they thought it said something about how they needs to be reprogrammed but was not sure. Caller states currently the ptm is blank and wont power on. Pss walked caller through removing the bp and plugging ptm into the ac with empty battery compartment; caller confirms it powers on. Pss had caller insert the bp and caller confirms the ptm stayed powered on and is now taking a charge. Caller reports seeing no device found and states its been a while since they charged the ins. Pss reviewed they will need to charge controller first and then can attempt to charge ins. Pss redirected to website if more assistance needed. Caller states they need the stimulator to work because they are having pain in their feet.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the recharger telemetry module (rtm) is plugged into the controller, it causes the controller to blank out and power down. The same thing happened with a different controller. A replacement rtm was sent out. No symptoms were reported.